Event description:
Philips identified a software defect internally in iscv (intellispace cardiovascular) wherein cardiopacspool was crashing when image that could not be shown was manipulated in iva (image viewer applet). The issue was identified internally, and device was not in clinical use at the time of event.